Manufacturer narrative:
No components have been returned to the manufacturer. The customer has not decided to return the unit. If the unit is returned, it will be repaired and returned to the customer. (B)(6).

Event description:
The customer stated that the statspin cytofuge2 centrifuge unit had a burning smell, and the pcb (printed circuit board) had a burned spots. The customer stated that there was a charred material around the burned component on the pcb. The customer stated that there was no smoke or flames, and the fire department was not called. There was no report of injury to the operator and no erroneous results generated.